Event description:
The complaint received states that during use the deltaplush platinum microcoil 4 mm x 8 cm (dpl10040820 / g12163) had rezipping difficulty and the coil was returned severely damaged. Physician attempted to resheath 5th coil to reposition microcatheter in accordance with IFU. He noted that the plastic sheath had split in two; making resheathing impossible. Physician discarded the coil and opened another deltaplush. No patient injury resulted from this incident.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the deltaplush platinum microcoil 4 mm x 8 cm (dpl10040820 / g12163) had rezipping difficulty and the coil was returned severely damaged. Physician attempted to resheath 5th coil to reposition microcatheter in accordance with IFU. He noted that the plastic sheath had split in two; making resheathing impossible. Physician discarded the coil and opened another deltaplush. No patient injury resulted from this incident. The coil was returned severely damaged. The most likely root cause of the device positioning unit (dpu) protruding outside the sheath occurred when the resheathing tool was advanced over the proximal end of the green introducer. When the resheathing tool was retracted for resheathing; it opened up the sheath allowing the dpu to protrude outside the sheath. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿a secondary contributing factor may have occurred when the sheath¿s locking mechanism became embedded inside resheathing tool¿s v notch. This caused a severe fracture of the v notch. This would have produced binding between the dpu and sheath. This significant resistance could have had some additional damaging effect on the relationship between the dpu and sheath during the initial desheathing process. For optimum product performance and to prevent potential complications; the IFU recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ the complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the confirmed event.